Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics assembly. The device was received with moisture damage on motor, battery tube, vibrator and keypad assembly. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture when they accidentally went into the pool. Customer's blood glucose level was 155 mg/dl. Troubleshooting for moisture damage was performed. Customer advised there is fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.